Event description:
Additional information received from the representative stated that the stimulation moving and sudden loss of therapy has been resolved. Rep had expectation management with patient. The cause remains unknown and hcp was notified of this information.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID, 3889-28, lot# va1x9zz, implanted: (B)(6) 2019 product type: lead. Other relevant device(s) are: product ID: 3889-28, serial/lot #: (B)(4), ubd: 10-jan-2023, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for gastrointestinal/pelvic floor and urinary dysfunction/sacral nerve stim. It was reported that the patient had not had symptom control since implant. They inquired if they should be increasing their stimulation, because they were told not to make adjustments, and it was reviewed that they should follow up with their healthcare provider for medical direction. It was stated that their trial was perfect, but since implant they had been leaking and feeling pressure. The ins was initially set at 1.3, but the patient had been ¿suffering very badly¿ and were having ¿depression because the device was not working the way the trial did.¿ it was noted that the manufacturer representative had called them on (B)(6) 2019 and had them increase stim to 1.6, which worked, they had a great night, but then they started leaking again in the morning. The patient then increased to 1.8 and was on program 5 and noted that it was comfortable. They confirmed that they were aware to decrease if it became uncomfortable. Additional information was received from the patient on (B)(6) 2019. It was reported that they would have help for 2-3 days, and then would not get effective therapy after 2-3 days from switching programs; they would start leaking. It was also reported that they never felt the sensation in their vagina. The sensation would move, from their labia to near their anus, also after 2-3 days, and when the sensation moved, they would no longer have relief. It was stated that sometimes the sensation would move to their thighs and back down their buttocks a bit. When it was in their thighs, it would cause ¿cramps and stuff.¿ the patient had followed up with their doctor¿s office, who directed them to the manufacturer. The manufacturer representative was made aware and stated that they would follow up with the patient. No further patient complications are anticipated or expected as a result of this event.